Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 08-nov-2021, UDI#: (B)(4) ; product ID: 924256, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4). No allegation against the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no apparent issue with the lead, and the stimloc base was curved when the screw was tightened with a driver, the support clip was not attached smoothly when engaging the support clip in the base after placing the lead. The screw of the base was slightly loosened and the curvature was revised. The support clip was engaged. The issue was resolved at the time of the report.